Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 40% stenosed lesion in the tibial artery. A 3.50x38mm 143cm xience prime btk drug eluting stent (des) was advanced and implanted in the lesion. After post dilatation, the stent was noted to be fractured [cracked at the top]. A non-abbott stent was implanted to cover the cracked stent and successfully complete the procedure. There was no reported adverse patient effect and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent break; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.